Event description:
It was reported by service report that the cot retaining post was loose and the wheel is worn. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.